Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Conclusions - no conclusion can be drawn: based on the complaint history and the work order search, a specific root cause of the event could not be determined.

Event description:
The patient reported, the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od) in 2007. The patient reported having lost vision due to the development of a cataract. The facility reported the patient had mild opacity in both eyes prior to implanting the icls. At the post-op visit in 2008, the bcva was 20/16. Two months later, the bcva was 20/20. The facility reported they would contact the patient for another follow-up visit but the patient moved out of the area. If additional information is received, a supplemental medwatch will be submitted.